Manufacturer narrative:
(B)(4). Evaluation, results: endoleak, short and angulated neck. Evaluation, conclusion: short and angulated neck.

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm of unk size. Vessel morphology included an angulated aortic neck, about 1 cm in length, with a right lateral bulge of 28 mm in diameter on the right wall which then got smaller. It was reported that the device was deployed from the left side, landing just below the left renal with less purchase on the right wall. There was a small type 1 endoleak seen at the end of procedure. The physician elected to place a 32 mm cuff from the right side, hoping to gain more purchase on the right wall. There was a planned encroachment of a few mm on the large left renal artery which improved after cuff placement, but a small leak at the aneurysm was apparent. The endoleak did not fill the sac and therefore was a very small type 1, possibly a type IV endoleak. The physician feels the leak will be resolved at the 1 month post op CT. A cta is planned for next week. No information of the 30 day follow up is available at this time. No additional clinical sequelae were reported, and the pt is fine. Ref. MFR 2953200-2011-00588.